Manufacturer narrative:
(B)(4); unknown. Additional information was requested, and the following was obtained: did the patient suffer any adverse consequences? No patient consequences reported as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the pad detached. No other information is available.